Event description:
Six pts were tested on the suspect device with all inr results >8.0. All lab inrs were in the 5's. Controls were in range. No treatment provided based on the suspect device. Treatment was given from the lab results.